Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6), 2019, the patient was admitted due to high-risk pregnancy. Several minutes after completed penetration, it's noticed that blood leakage at the end cap. Then nurse replace the end cap with the prn. The preliminary analysis is that the size of the end cap is not standard, resulting in unscrew.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of (B)(4) , MFR report # 8041187-2019-00956 that has already been reported for malfunction.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6)2019 , the patient was admitted due to high-risk pregnancy. Several minutes after completed penetration, it's noticed that blood leakage at the end cap. Then nurse replace the end cap with the prn. The preliminary analysis is that the size of the end cap is not standard, resulting in unscrew.